Event description:
It was reported that a pump did not alarm for an upstream occlusion during the "upstream (proximal) occlusion sensor test" portion of the scheduled preventative maintenance test. It was also reported that there was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). The device was received and evaluated by baxter. The reported problem could not be reproduced. The device meets specification for upstream occlusion detection. Upstream occlusion and downstream occlusion tests were performed per the spectrum manual with unit passing. Additionally, upstream occlusion and downstream occlusion tests were performed per the spectrum preventive maintenance procedure with the unit passing.